Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (4000 mcg/ml at 750 mcg/day) via an implanted pump. It was reported that the patient had an infected pump pocket. There was a superficial pus pocket in pump pocket area that extended down into the pump area. The onset date of the infection was unknown. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had a colostomy close to pump. On (B)(6) 2020 the patient was taken to surgery. The pump pocket was opened up and it was seen that the infection was deep and not just superficial, so the pump was removed and replaced with another one. The catheter was cut in the back and spliced. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.